Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A request for custom right and left joints was received that indicated zimmer biomet parts will be removed due to right and left dislocation. The revision surgery is scheduled for (B)(6) 2017. The reason listed for the custom joint is aberrant anatomy.